Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. A visual inspection of the returned sample determined that the implant had ruptured into three pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-aug-2021, mentor received additional information regarding the event and explantation dates. Initially, the event date was reported as (B)(6) 2021. However, additional information indicated that the actual event date was (B)(6) 2020. The diagnosis of the right-sided rupture was confirmed by a healthcare professional on (B)(6) 2020. It was confirmed that the explantation date was (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The patient underwent bilateral removal and replacement with two unspecified mentor breast implants. The relevant field has been updated. On (B)(6) 2021, mentor received additional information regarding the replacement devices. The replacement devices are two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc, left serial #: (B)(6) , right serial #: (B)(6) on (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a 550cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient noticed the size change of her right breast in (B)(6) 2021. In addition, MRI performed on unspecified date indicated right-sided rupture. As a result, the patient underwent explantation on unspecified date. It is currently unknown when the patient underwent the revision surgery. However, follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.